Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to cervical herniation at c5/6/7. Intra-op, the cage was broken when it was being inserted at c6-7 using a guide inserter. Therefore it was removed and replaced with another one. There were no fragments remained in patient's body. There was a delay of less than 60 minutes in overall procedure time. There were no patient symptoms or complications as a result of this event.